Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right ventricular lead exhibited high impedance. No intervention was performed. The patient was in stable condition.

Event description:
New information noted that the lead was explanted and replaced on (B)(6) 2020. The patient was in stable condition.

Manufacturer narrative:
Correction: missing explant date.

Manufacturer narrative:
The reported event of high lead impedance was confirmed. A complete lead was returned in two pieces. Analysis found that all filars of the inner coil were fractured distal to suture sleeve tie impression consistent with bending fatigue. The cause of the reported event was isolated to the fractured inner coil